Event description:
It was reported that a transmission was received with missing data. The patient's implantable cardioverter defibrillator (ICD) delivered appropriate therapy, but the episodes were not available and a message was displayed reading "invalid data." The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4195, implantable pacing lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2001. (B)(4).